Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight, further information was requested but not received.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. The patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.